Manufacturer narrative:
B3: unknown event date; no information has been provided to date. The device was returned for root cause analysis and the investigation findings concluded that after a visual inspection the pump was found to have a damaged alternating current (ac) connector ring, missing insulator on the ring, small scratches on the lens, and degraded downstream occlusion (dso) seal due to an air bubble. Service history review confirmed the device was last serviced in november 2021 and the complaint was similar to the previous repair. The manufacturer representative replaced the main board to resolve the ac power connector issue and replaced the dso sensor assembly and lens. The pump passed all functional tests and performed as intended.

Event description:
It was reported that for repair of broken and updated power supply connector software. There was unknown patient involvement and unknown patient harm/adverse event reported.